Manufacturer narrative:
D4: UDI number not required for this product. The actual device has been returned to the manufacturing facility for evaluation. Visual inspection revealed no obvious anomalies. Saline solution was drained through the blood phase by gravity. Subsequent visual inspection found some clots on the upper side. The actual device was fixed with glutaraldehyde solution. The housing and the filter were removed. Visual inspection of the filter found some clots on the outer surface. The oxygenator module was visually inspected. There was no clot visible with the naked eye on the fiber surface. The fiber winding was confirmed to be in the normal state. The fiber layer was removed from the winding in increments of 2mm and each layer was subjected to visual inspection. There was no clot visible with the naked eye on the fiber surface. The heat exchanger module, after all the fiber layers having been removed, was inspected with the unaided eye and under magnification. There was no visible clot formation on any side. The outer and inner surfaces of the filter removed from the oxygenator module were subjected to magnifying inspections. Some clots were noted to have formed on the outer surface. There was no anomalies in the diameter of the filter mesh. The fiber layers removed from the oxygenator module were inspected under magnification. No clot was found. Electron microscopic inspection of the inside and outside surfaces of the filter revealed the adhesion of the blood corpuscle components consisting of red blood cells, white blood cells and blood platelets and the formation of the fibrin net. Electron microscopic inspection of the fiber on each layer on the upper side of the fiber winding revealed the adhesion of the blood corpuscle components consisting of blood platelets, white blood cells, red blood cells and deformed red blood cells (echinocyte) and the formation of the fibrin net on the surface. The perfusion record was reviewed. During the use of the oxygenator po2 and svo2 started to decrease after about 17:30. The pressure prior to the oxygenator module was on the rise. An increases in fio2 and the gas flow rate did not lead pao2 to increase. A review of the device history record of the involved product code/lot # combination was conducted with no relevant findings. There were two devices used in this event from the same product code/lot number combination. For the second device used see MDR 9681834-2017-00105. There is no evidence that this event was related to a device defect or malfunction. While the exact cause of the reported event cannot be definitively determined based on the available information, the following factors may have occurred simultaneously causing the reported event. The wet-lung phenomenon occurred, where water drops were accumulated in the fiber and this hampered blood from having sufficient contact with o2 gas and the gases from being transferred properly. Due to this, the volume of o2 supply became insufficient for the volume of the patient's o2 consumption, causing a decrease in svo2 and then in pao2. Clots started to form and hampered blood from having sufficient contact with o2 gas and the gases from being transferred properly. Due to this, the volume of o2 supply became insufficient for the volume of the patient's o2 consumption, causing a decrease in svo2 and then in pao2. The labeling does address the potential for such an event with the instruction-for-use (IFU) with statements such as the following: if water condensation and/or a decrease in pao2 and/or an increase in paco2 is noted during extended oxygenator use, briefly increasing the gas flow rate may improve the performance. Increase gas flow rate to 5l/min for 10 seconds. Do not repeat this flushing, even if oxygenator performance is not improved. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported a pressure increase in the capiox device during a procedure. Follow up communication with the user facility confirmed the following information; during the operation, the pao2 value started to decrease. After a while, with no improvement in the pao2 value confirmed, the first oxygenator (the device reported in this report) was changed out to another device from the same lot number. After the change out, with the second oxygenator, the pressure before the membrane started to increase again. The rest of the procedure was able to be completed with the second oxygenator without another change out. Blood loss was approximately 100ml.